Event description:
(B)(4). Event occurred in united states. The patient reported that the tubing popped off from the quick release and the needle broke off during the insertion process. No further information available.